Event description:
It was reported that a (B)(6) year-old male patient (162 cm, (B)(6) kg) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® sf nav bi-directional catheter. The patient suffered complete heart block requiring prolonged hospitalization. Ablation was conducted in the earliest site of the pvc at 35 w for 60 seconds. After ablation, complete av (atrioventricular) block was found and when the electrical signal was rechecked, av block occurred after ablation was conducted 38 seconds. Fortunately, ventricular escape rhythm was about 60 bpm, so no urgent measures were taken. The team waited a while, but a normal rhythm was not coming back. Isoproterenol was administered intravenously, and the heart rate recovered to 2: 1 av block. However, when the effect of isoproterenol expired, it returned to complete av block. It looked back the electrical signal of the ablation catheter before ablation and noticed that his electrical signal was saw when increasing the magnification. The event occurred during left ventricle (lv) septal ablation to the left ventricle outflow tract (lvot). No further medical treatment was performed, and the procedure was completed. The patient returned to the room with complete av block. Although atrioventricular block was complete, ventricular rhythm was about 60 bpm (narrow qrs), and since there was no change in the patient's condition, the patient was followed up. The physician's opinions on the relationship between the event and the product: during ablation av block occurred. They looked back and the electrical signal of the ablation catheter before ablation and noticed that his electrical signal was saw. No further medical treatment was performed, and the procedure was completed. The patient was currently under observation with extended hospitalization. The patient required extended hospitalization because of the adverse event. The generator used in the case was smartablate. [Clinical course]: during 1 week of hospitalization after complete atrioventricular block occurred, the patient¿s condition improved from third-degree atrioventricular block to wenckebach second-degree atrioventricular block. The patient was subsequently discharged from the hospital without additional treatment. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30670681l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-aug-2022, bwi received additional information regarding the event. No issue occurred to the tubing set. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. When ablation was conducted, av block occurred. After the procedure, the physician reviewed the potential of the ablation catheter of the timing before the ablation had been conducted and confirmed that a his potential has been observed. No further medical treatment was performed, and the procedure was completed. The patient returned to the room with complete av block. The patient is currently under observation with extended hospitalization. During 1 week of hospitalization after complete atrioventricular block occurred, the patient¿s condition improved from third-degree atrioventricular block to wenckebach second-degree atrioventricular block. The patient was subsequently discharged from the hospital without additional treatment. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event. The generator used in the case was a smartablate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).